Manufacturer narrative:
The product investigation was completed. It was initially reported by the customer that the thermocool® smart touch® sf uni-directional navigation catheter had a bent tip in the packaging. The complaint device was inspected by biosense webster¿s product analysis lab and it was identified that the tip was bent in the peek housing area. Microscopic inspection was performed and pu border was not observed in one of the rings due the kink. The bent tip with exposed internal parts is MDR-reportable. Device evaluation details: the product was returned to biosense webster for evaluation. Biosense webster performed visual inspection on the returned device. Visual analysis of the returned device revealed that smart touch unidirectional sf had a kink at the peek housing area. Microscopic analysis was performed and it was found that pu border was not observed in one of the rings due the kink. Package was not returned for analysis. The root cause of the damage cannot be determined, it could be related to the handling of the device, however, this cannot be conclusively determined. Unit was inspected prior leaving the facility as there are functional tests and inspections at control points based on the process to avoid this type of damage from leaving the facility. A manufacturing record evaluation was performed for the finished device 30554744m number, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was initially reported by the customer that the thermocool® smart touch® sf uni-directional navigation catheter had a bent tip in the packaging. The complaint device was inspected by biosense webster¿s product analysis lab and it was identified that the tip was bent in the peek housing area. Microscopic inspection was performed and pu border was not observed in one of the rings due the kink. The bent tip with exposed internal parts is MDR-reportable.